Event description:
The customer received a blood glucose reading of 268mg/dl on the contour usb meter, re-tested on a different meter and the reading was 101mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer has no remaining strips to return for evaluation. Only the meter information was provided. A new kit was sent to the customer.